Manufacturer narrative:
Additional information: b1, b2, b5, d9, h1, and h6

Event description:
New information received notes that the device was explanted. No further information was available.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed failure to capture on the implantable cardioverter defibrillator (ICD). No changes or intervention were reported. The patient condition was unknown.